Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 11:30pm. In addition to oral medication (glyburide 10mg), the patient stated she also manages her diabetes with diet and/or exercise. However, it is unclear what action, if any, the patient took following the reported power issue. According to the csr's documentation, as a result of the alleged meter issue, the patient claimed she developed symptoms of blurry vision and dry mouth approximately six and a half hours later. The patient, however, denied receiving any medical intervention following the reported power issue. Per csr notes, the patient did not administer her usual dose of glyburide (10mg) on (B)(6) 2011, at approximately 8am. During troubleshooting, the csr noted that the subject meter¿s batteries did not need to be replaced per owner's booklet recommendation, the patient was using the correct test strips, and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged battery holder. A secondary issue was also noted, the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.